Event description:
It was reported that the bravo ph monitor, the capsule failed to calibrate and it was not used on the pt.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. This was not a calibration failure. It appears that the device was used for a procedure. The capsule was returned, still attached to the delivery system. The plunger broke off. The trocar needle was advanced with no blood/tissue present. The analyst was able to grab the remaining piece of the plunger shaft, pulled back which released the capsule. The push/pull wires and thrust tip/push pin all looked fine. The analyst took the handle apart and the plunger was advanced to the second set of notches. The white foam pad was a bit off center with excess glue around the foam pad. H.7. The device is included in the bravo ph capsule and delivery system (5-pack) and (singe-pack) field action - failure to detach, physician communication (late 2007).